Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided. Reportedly, customers bg values were not populating which caused them to go high. Bg was addressed via manual dose injection. Systems check with tandem technical support verified the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.